Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the atb35 would not fire after the 4th reload (no info on the reload code used). Another instrument was used to complete the case. There was no consequence to the pt.